Manufacturer narrative:
The device was returned to smiths/ICU medical. Check clutch plunger lever error was found during the occlusion test. The issue was due to worn out lead screw and both clutch halves as they were found slipping during device evaluation. The device was six years old. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
It was reported that a check clutch/ plunger lever error occurred. Patient involvement is unknown.

Manufacturer narrative:
Other text: additional event information was received and b5 was updated.

Event description:
"It is unknown as the floor staff did not include any of that information. Most of these were found during annual testing."